Event description:
Boston scientific received information that this pacemaker declared elective replacement time (ert) though few months ago the battery had two years remaining. Additional information received from the field representative indicates that there was no schedule for the device changed out. Upon further investigation, per crm product performance report this device met its labeled longevity. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.